Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I have a certas valve that is being sent in for a complaint and requested to be tested for defects. The surgeon is at (B)(6). The valve was recently replaced and I will be sending in the product for testing. Please provide the address for the returned valve to be tested.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 6. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusion noted. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.